Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details.

Event description:
It was reported that during deployment of the endovascular stent graft, the outer catheter fractured; however, the stent graft could be deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the photos provided, the reported sheath fracture could be confirmed. The elongation and fracture of the outer sheath indicates the presence of high deployment force during the attempt to deploy the stent graft. As no image of the distal part of the device was provided, the successful stent graft deployment could not be verified. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with difficult anatomic conditions leading to increased friction during stent graft deployment and subsequent sheath fracture. In this case, no information regarding the vessel anatomy was provided. Insufficient flushing of the device may be another contributing factor to the reported event. In this case, no information regarding the device preparation was provided. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Event description:
It was reported that during deployment of the endovascular stent graft, the outer catheter fractured; however, the stent graft could be deployed successfully. There was no reported patient injury.